Event description:
The event occurred on an unspecified date and involved a plum 360 infuser. It was reported that the power cord was sparking and smoking on the pump side. There was unknown patient involvement and no harm reported.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
The device was received for evaluation on 8/13/24. Verified complaint through visual inspection. The ac power cord, ac power cord retainer, and main power supply smell of burnt metal / smoke and they are burnt / charred. Replaced the ac power cord, ac power cord retainer, and main power supply. Device passed electrical safety pvt test. Probable cause is burnt components. During inspection found contamination on the cpu pwa, keypad, and lcd screen. Verified discrepancies through visual inspection. Replaced the cpu pwa, keypad, and lcd screen. Probable cause is contamination. During inspection, the main chassis, rear enclosure, fluid shield, and cassette door to be damaged. Verified discrepancies. Through visual inspection. Replaced the main chassis, rear enclosure, fluid shield, and cassette door. Probable cause is physical damage consistent with normal wear and tear. Performed connectivity test. Device passed connectivity test. Device passed self-test with no error alarms.